Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient had an increased in blood glucose (bg) with large ketones and vomiting associated with an alleged prime issue. Reportedly, the patient was treated at the hospital via healthcare provider with unknown treatment. It was unknown what the patient/pump status was. During troubleshooting with customer technical support, the reporter stated that there was an increase in bg that caused the patient to be hospitalized with large ketones. The reporter stated the patient received an empty cartridge alarm on (B)(6) 2019, the cartridge and the infusion set were changed out and the prime history showed a 2.9 unit of insulin being primed. The reporter denied any manual priming. The prime history then showed 5.9 units of insulin being primed. The basal settings and basal history were reviewed and there were no issues found with the basal delivery. The reporter stated while patient was in the hospital they connected pump back to patient and patient woke up with a bg of 316 mg/dl. It was reported that the pump was primed again and the last prime was (B)(6) 2019 7:33am prior to hospital visit. There was no time and date issue reported or noted. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 with the following findings: during investigation, there was a reported prime values verified in prime history. There was no activity outside normal use observed in black box or download history; loss of prime warnings not observed in the black box, force readings were observed to be normal. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump history shows pump delivering programmed basal rate until deliveries halted by user at 10:34am on (B)(6)2019. No evidence of delivery malfunctions observed. The rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. No loss of primes occurred during testing. The pump passed delivery accuracy test and found delivering within required specifications. Rewind, load cartridge, and prime steps performed using 23" infusion set; prime step was 10.9 units. Pump opened, no damage found to force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.